Event description:
The pt had an existing lead that was scarred into place and had also reportedly been accidentally cut during a previous procedure. The physician planned to position a new lead next to the older, scarred-in lead. It was reported that the physician changed his mind and attempted to remove the old lead first which resulted in a dural tear. The procedure was aborted and rescheduled. The new lead package was opened but not used, and it was returned to the manufacturer. Follow-up with the pt found that he received a new lead and has not had any further issues.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.